Event description:
During a normal follow-up, the review of the pt follow-up data led to the following observations: -ventricular pacing at high rate was observed in one stored episode, which was considered as inadequate by the physician; - the value of one programming parameter was highlighted in yellow on the programmer screen and different from the one on the printout; -the ventricular lead impedance curve was empty. The physician requested explanations about these observations.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.